Manufacturer narrative:
(B)(4). This complaint is still be investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer reported that during open heart surgery a pt had a pad burn from the defibrillator pad attached to them. The pads were not used for defibrillation. The details related to the burn are not yet available. We are considering this as a malfunction based on the customer report only. We have requested additional info and this investigation remains open.